Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 00408, 0001822565 - 2019 - 00409, 0001822565 - 2019 - 00410, 0001822565 - 2019 - 00412, 0001822565 - 2019 - 00413, 0001822565 - 2019 - 00414, 0001822565 - 2019 - 00415, 0001822565 - 2019 - 00416, 0001822565 - 2019 - 00417, 0001822565 - 2019 - 00418, 0002648920 - 2019 - 00069, 0002648920 - 2019 - 00070, 0002648920 - 2019 - 00071, 0002648920 - 2019 - 00072, 0001822565 - 2019 - 00419, 0001822565 - 2019 - 00420, 0001822565 - 2019 - 00421. (B)(4). Additional concomitant medical products: item: lot: item description: 47235801203, 61242858, proximal dorsal ulnar plate left 3 holes 77 mm length; 47235901638, 62925786, 3.5 mm locking screw with 2.7 mm head 16 mm length; 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length; 47235902038, 61155741, 3.5 mm locking screw with 2.7 mm head 20 mm length; 47235902238, 61244522, 3.5 mm locking screw with 2.7 mm head 22 mm length; 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length; 47235902038, 62975836, 3.5 mm locking screw with 2.7 mm head 20 mm length; 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length; 47235901838, 61117352, 3.5 mm locking screw with 2.7 mm head 18 mm length; 47234801635, 62933610, cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length; 47234802235, 62959293, cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length; 47234801435, 62230449, cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length; 47234801235, 61251340, cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length; 47234801435, 62603180, cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length; 47234801235, 62675356, cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length; 47234801835, 63098016, 3.5mm cort scr x 18mm selftap; 47235901438, 63075443, 3.5 mm locking screw with 2.7 mm head 14 mm length. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to discomfort attributed to device corrosion in-vivo. No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed as no device was returned. Device history record (DHR) review identified no related manufacturing deviations or anomalies. Root cause is unknown. A batch examination of devices with related issues was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. Review of the related issue complaint device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information availalbe at the time of this reporting.